Manufacturer narrative:
The device has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a casing/condition (damaged cap and case with moisture) issue. It was alleged that the battery compartment and cap were damaged, and there was moisture. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, moisture was found in the battery compartment. The battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. The battery cap threads were damaged, and was difficult to remove from the test pump. A leak was found in the battery compartment. The pump was opened to find no further moisture damage. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.